Manufacturer narrative:
The reported complaint was investigated and determined that there were no issues with the customer's reported application that would have led to the complaint. The user reported scan error. The reported issue was investigated and attempted to replicate using similar configuration and the reported issue was unable to be replicated and the system functioned as intended. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan error" error message was reported with the abbott diabetes care (adc) device in use with samsung (B)(6), os 8.0.0, app version 2.7.5.7252 and the customer was unable to obtain readings. As a result, the customer experienced vomiting, a seizure, and a loss of consciousness which resulted to them falling of the chair and bit their tongue and lips, which turned blue. The customer was provided glucagon by their mother and then taken to the hospital where intravenous and oral glucose was administered for treatment. It was further reported that the customer "had not been discharged at the time of call" but no further treatment reported. There was no report of death or permanent impairment associated with this event.

Event description:
A "scan error" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. As a result, the customer experienced vomiting, a seizure, and a loss of consciousness which resulted to them falling of the chair and bit their tongue and lips, which turned blue. The customer was provided glucagon by their mother and then taken to the hospital where intravenous and oral glucose was administered for treatment. It was further reported that the customer "had not been discharged at the time of call" but no further treatment reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state state 3 (indicating the sensor was paired within the last 14 days). Attempted communication between returned sensor and known good reader. Incompatible sensor error message was observed. An extended investigation was further performed. Visual inspection has been performed on the returned sensor and no issue was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). The sensor was reprogrammed and activated with a similar configuration. Incompatible sensor error message was not observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release all pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan error" error message was reported with the abbott diabetes care (adc) device in use with samsung sm-n950u, os 8.0.0, app version 2.7.5.7252 and the customer was unable to obtain readings. As a result, the customer experienced vomiting, a seizure, and a loss of consciousness which resulted to them falling of the chair and bit their tongue and lips, which turned blue. The customer was provided glucagon by their mother and then taken to the hospital where intravenous and oral glucose was administered for treatment. It was further reported that the customer "had not been discharged at the time of call" but no further treatment reported. There was no report of death or permanent impairment associated with this event.